Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "found a sapphire power cord that had been pulled out of the electrical outlet and the body of the power supply had separated close to the male prongs that are placed into the wall outlet. Delay in therapy: unknown. Need for medical intervention :unknown. Human harm: unknown. "